Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient saw her doctor about pain in her leg five days ago. Her doctor suggested she meet with her programmer which she immediately tried to schedule an appointment, but they were still waiting to see him for reprogramming as of the date of this report. The patient was still having concerns with their device or therapy 10 days later but was working with their doctor and manufacturer¿s representative (rep). The patient had an appointment with the doctor on (B)(6) and with the rep. On (B)(6), the rep further reported that at the appointment on (B)(6) the patient needed reprogramming and re-educating on charging. The patient was (B)(6) and just needed help with education as she progressed. After reprogramming the patient¿s therapy was greatly improved. The doctor believed that the lead placement was not optimal for this patient but didn¿t want to do a surgery because of the patient¿s age. The patient was also unsure if she wanted to have surgery. The rep had not heard anything from the patient or the doctor since then. A month later the patient reported that they never had therapeutic effect and would be having their device removed and wanted to know what to do with the external equipment. The patient stated her first implant worked well but the second never worked for her. She tried different programming and finally the doctor said if it still wasn¿t working they should take it out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.